Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that patient presented during clinical follow-up. Comparison with transmission with merlin.net noted that the implantable cardioverter defibrillator exhibited premature battery depletion and a vibratory alert was not delivered. Interrogation in clinic was unsuccessful. The reported device was explanted and replaced on (B)(6) 2023. The patient was in stable condition.